Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2017 with the following findings: during investigation, the cartridge barrel was measured and found to be out of tolerance. The cartridge passed the leak and fill tests. A low force failure was found. A dimensional interaction was the probable cause of the failure.

Manufacturer narrative:
Follow-up #1: date of submission 04/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/30/2017 with the following findings: during investigation, there was a loss of prime observed in the black box. The force reading did not reach zero. The rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed the force sensor was detecting the correct force. The pump was exercised for 24 hours with no loss pf prime occurring. (B)(4).